Manufacturer narrative:
The customer called requesting assistance in determining their patient¿s rhythms prior to him being discharged. They stated that the patient fell out of his bed and coded before he could get back in the bed and was discharged from the system. The customer did not allege a device malfunction. The response center clinical engineer, explained to the customer that since the patient demographic information was not entered into the system, full wave disclosure will not be available for review. The customer stated that they will pull the data from the clinical audit log to look at red/yellow/inop and adt data for analysis. There is no data to support a philips device malfunction. No further action or investigation is warranted.

Event description:
The customer called requesting assistance in determining their patient's rhythms prior to him being discharged. They stated that the patient fell out of the his bed and coded before they he could get back in the bed and was discharged. The customer did not allege a malfunction of the device. Patient fell out of bed and coded. The report was that the patient expired.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called requesting assistance in determining their patient's rhythms prior to him being discharged. They stated that the patient fell out of the his bed and coded before they he could get back in the bed and was discharged. The customer did not allege a malfunction of the device. This will be reported as a death, based on the answers to questions by the customer.